Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beeping tones from the device and presented to the clinic for a device check. Interrogation revealed a battery depletion (bd) error and the remaining longevity was 13%. It was noted the remaining longevity was 14% three weeks prior. Device data was submitted to technical services for review. Analysis of the data confirmed the battery was depleting faster than expected, and recommended device replacement for within 90-days. It was noted that elective replacement indicator (eri) battery status may be triggered within the replacement window, but therapy would remain available. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beeping tones from the device and presented to the clinic for a device check. Interrogation revealed a battery depletion (bd) error and the remaining longevity was 13%. It was noted the remaining longevity was 14% three weeks prior. Device data was submitted to technical services for review. Analysis of the data confirmed the battery was depleting faster than expected, and recommended device replacement for within 90-days. It was noted that elective replacement indicator (eri) battery status may be triggered within the replacement window, but therapy would remain available. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received indicating the device was explanted and replaced about two weeks later. No additional adverse patient effects were reported. At this time, the explanted device has not been returned for analysis.